Event description:
The customer observed a falsely decreased creatinine results for one patient on an architect c16000 analyzer. The following data was provided (customer¿s normal range is 0-85 umol/l): sample ID (B)(6) initial result, on (B)(6) , was <9, repeats were 259 and 259 umol/l there was no impact to patient management reported.

Manufacturer narrative:
An abbott technical service specialist (tss) was dispatched due to the customer reporting a falsely decreased creatinine result on an architect c16000, serial number (B)(6) . Through an extensive investigation, the tss found a broken cuvette and replaced the cuvette pair replacement set, list number 09d33-03, and verified/aligned the cuvette washer assembly, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed a falsely decreased creatinine results for one patient on an architect c16000 analyzer. The following data was provided (customer¿s normal range is 0-85 umol/l): sample ID (B)(6) initial result, on 28may, was <9, repeats were 259 and 259 umol/l there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.